Event description:
During a premature ventricular contraction procedure, the patient developed a pericardial effusion requiring a pericardiocentesis. The ablation catheter was advanced out of the coronary sinus to map and the contact force was noted to be 90g of force while maneuvering. The patient reported mild chest pain. Ice revealed a pericardial effusion so a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.